Event description:
It was reported that the arctic sun device alarmed 14 pt1 probe out of range. Therapy stopped. Walked through verifying connection of probe to cable and cable to the back of arctic sun. Patient temperature (pt) was registering 33.2c. Esophageal probe and placement had been verified. Restarted therapy and water flow rate (wfr) was stabilized at 3.1 l/m. Advised if alarm returns to check probe on bedside monitor or alternate modality. If it was registering, then replace the cable and call back for assistance. Sn (B)(6). Need to get patient to targeted temperature (tt) for brain death testing, but patient temperature (pt) will not increase. Trying to get patient temperature (pt) to targeted temperature (tt) for testing since 2am, but targeted temperature (tt) seems to be stuck at 33.9c. Patient temperature (pt) was 33.9c, targeted temperature (tt) 36c, water temperature (wt) was 40.1c, water flow rate (wfr) was 2 l/m, 4 pads connected to patient with good coverage. Confirmed with nurse that water temperature has been consistently 40c. Advised device was working as designed and making very warm water. Discussed adding warm blankets or bair huggers to assist as long as it was not contraindicated in their protocol. Encouraged to call back if additional assistance was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Therapy stopped. Walked through verifying connection of probe to cable and cable to the back of arctic sun. Patient temperature (pt) was registering 33.2c. Esophageal probe and placement had been verified. Restarted therapy and water flow rate (wfr) was stabilized at 3.1 l/m. Advised if alarm returns to check probe on bedside monitor or alternate modality. If it was registering, then replace the cable and call back for assistance. Sn dyhyal010. Need to get patient to targeted temperature (tt) for brain death testing, but patient temperature (pt) will not increase. A DHR review is not required as the lot number is unknown. The serial number for this investigation is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: a, b, d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarmed 14 pt1 probe out of range. Therapy stopped. Walked through verifying connection of probe to cable and cable to the back of arctic sun. Patient temperature (pt) was registering 33.2c. Esophageal probe and placement had been verified. Restarted therapy and water flow rate (wfr) was stabilized at 3.1 l/m. Advised if alarm returns to check probe on bedside monitor or alternate modality. If it was registering, then replace the cable and call back for assistance. Sn dyhyal010. Need to get patient to targeted temperature (tt) for brain death testing, but patient temperature (pt) will not increase. Trying to get patient temperature (pt) to targeted temperature (tt) for testing since 2am, but targeted temperature (tt) seems to be stuck at 33.9c. Patient temperature (pt) was 33.9c, targeted temperature (tt) 36c, water temperature (wt) was 40.1c, water flow rate (wfr) was 2 l/m, 4 pads connected to patient with good coverage. Confirmed with nurse that water temperature has been consistently 40c. Advised device was working as designed and making very warm water. Discussed adding warm blankets or bair huggers to assist as long as it was not contraindicated in their protocol. Encouraged to call back if additional assistance was needed. Per follow up information received via phone on 10jul2025, spoke with physician who noted 47-year-old male patient had come in with poor prognosis with cardiac arrest and liver failure. Patient had seized around 7 times prior to started treatment on the arctic sun device and was believed to already have brain death. Patient remained on the device for approximately 29 hours before discontinuing treatment. Device and pads were removed, and patient was declared deceased. Physician denies any relation of death to the device. Device remains in service. They did not have any further information.